Event description:
Prior to a rotational atherectomy procedure, the coating on the wire was coming off. A second wire was found to have the coating coming off. A third wire was successfully used. Same as case manufacturer's report number 6000130-2005-00374.